Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the distribution node. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was experiencing "adjust belt" and "check therapy pad" messages.